Event description:
The customer reported the ventilator alarmed and shut down upon disconnect of ac power to transport a patient. The customer reported there was no patient harm. The manufacturer's service technician reported the unit was equipped with an external battery and backup battery. Per specification, when the external battery is depleted, the ventilator switches over to backup battery power. The service technician reported that during evaluation, when ac power was removed the ventilator performed a restart and was unable to switch to battery power. The service technician reported the external battery tested below power specifications. Age of the battery was noted to be 2006. The service technician replaced the external battery to complete the repair. Performance verification testing was completed and all tests passed to specifications. Proper care, maintenance and testing should be performed when using battery power sources. Per the operators manual, battery operating life depends on battery age. Over time the battery degenerates and provides less operating time per charge than a fully charged new battery. In addition, when the battery is in use, the ventilator alarms indicating the battery is the power source for ventilator operation. The user should immediately connect ac power or provide an alternate means of ventilation.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated with a 2.0mm non bsc balloon and then a 2.50x32mm taxus liberte stent was advanced to the lad; however, the device was unable to cross the lesion. After several attempts to cross the lesion without success, the device was removed from the patient and it was noted that the tip of the stent was damaged. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as 'good'.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
A third party distributor reported a flogard device that overinfused during a patient infusion. Follow up with facility pharmacist in 2009 revealed during a research study protocol, a patient received an unknown dose of myozyme 15 to 20 minutes faster than the intended rate (rate at which pump was programmed). Patient was not harmed and did not require medical intervention. Although baxter attempted to obtain additional information, no additional information was available.

Manufacturer narrative:
(B) (4). Design changes: there have been no design changes to affected components. The door latch had 2 administrative changes. One was to add english translations to notes, and the second to adjust tolerance to feature unrelated to the clamping. Complaint trending: a complaint data review for the common component of "worn latch roller" was conducted for the timeframe of august 2007 through january 2010. The review revealed that there was one incident reported to baxter in which the evaluation of the device determined that a "worn latch roller" was the cause. This incident was determined by baxter to be a non-reportable complaint. The incident associated with report #6000001-2009-00832 is the only MDR reportable event in which the cause was determined to be a "worn latch roller." Root cause: the root cause was determined to be a damaged door latch roller. The door latch roller is a component of the pump head assembly. Conclusion: the failure rate of the worn door latch roller is consistent with the existing risk mitigations. Therefore, no action is warranted at this time.

Manufacturer narrative:
(B) (4) the complaint device was received and evaluated by a baxter service technician. The reported condition of "over-infusion during patient use" was confirmed. Functional and visual tests were performed and the device did not perform to specifications due to a faulty pumphead assembly. The pumphead assembly was replaced to correct the reported condition. The device was repaired, tested and returned to the customer.